Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed and a 31mm watchman flx pro closure device was implanted. The patient was placed on apixaban and aspirin oral anticoagulant medication. At the 45-day routine follow up, transesophageal echocardiogram (tee) revealed a device related thrombus (drt) on the mitral shoulder of the closure device that appeared to be lobule without much mobility. One third shoulder was also noted on the device with no leak, or other issues noted, which matched the final device position on implant. The physicians placed the patient on a lovenox subcutaneous injection medication bridge to warfarin oral medication. A follow up tee is scheduled in six (6) months to assess for drt. The patient was discharged.